Event description:
It was reported that the patient received shocks and in the physician opinion, arrhythmia were supraventricular and shocks were not appropriate. Patient medical condition was good. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.